Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the cartridge tubing was cracked, and noticed some leaking of insulin out of the cartridge pigtail during a bolus. In addition, air bubbles were observed in the cartridge tubing. Customer's blood glucose (bg) level was greater than 600 mg/dl. The customer addressed the issues reported, and the bg levels with a manual injection and changing the infusion set, and cartridge.